Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown amount of time post implant of this mitral bioprosthetic valve, it was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic made multiple to obtain additional information on this valve failure, and was unable to confirm that this valve was a medtronic device. The valve that was explanted is of an unknown manufacturer. If information is provided in the future, a supplemental report will be issued.